Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The gold-tite square uniscrew (unisg) was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed based on the available information (applicable instructions for use (ifus) and risk files). Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The reported device was located on tooth # 3 when the incident occurred. X-ray images were provided. However, screw loosening could not be verified based on the x-ray evaluation. Per the applicable IFU, under section "precautions", it is stated that improper technique can lead to implant failure and screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed since the lot number was not provided. A year-long complaint history review by item number (unisg) was performed for similar event and no complaint about nonconforming product was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Therefore, based on the investigation, device malfunction and the reported event could not be verified. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a screw (unisg) loosened within the implant at tooth location #3.